Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was not able to get relief from the programs set despite of multiple reprogramming were done. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by facility.